Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were visually evaluated and showed the customer¿s indicated failure modes of underfill and fm. A total of 100 retained samples were visually inspected, with no visible defects observed. Functional tests were performed on 10 retained samples, and all samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta 2k, one (1) tube contained a foreign matter fragment inside the tube and also resulted in underfill. There were no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k, one (1) tube contained a foreign matter fragment inside the tube and also resulted in underfill. There were no other health impact or consequences reported.